Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery twice. The blood glucose reading was 400 mg/dl. The customer states they have been having high blood glucose readings for a week. The patients current blood glucose was 381 mg/dl. The high blood glucose levels were treated with the insulin pump. Assisted the customer in performing a fixed prime and insulin did exit. The site may be occluded. No significant events leading to the alarm were observed. Advised to change the entire infusion set and return the set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).